Manufacturer narrative:
The reported complaint was duplicated in the log. Oxygen solenoid valve was replaced. After the replacement, no abnormality was found.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit displayed occurrence of oxygen device failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.